Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the mpu had a v-lock connector on the ac power cord. It was also said the ac power cord did not come loose from the wall outlet or the back of the unit, neither was there any envoromental circumstance that could have affected the power at that time.

Event description:
It was reported that that patient's mobile power unit (mpu) alarmed while they were changing over to batteries. The mpu batteries were reset and the alarms continued when plugged in. The mpu was exchanged, and log files were submitted for review. The log files captured a series of low power and no external power events on (B)(6) (2025. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a continuous alarm when the mobile power unit (mpu) was connected to alternating current (ac) power was confirmed via product testing; however, the reported no external power alarm was not reproduced during testing. Evaluation of the returned heartmate mpu (serial number 20639152) confirmed damages that is consistent with causing a continuous echo alarm. The submitted and downloaded log files were reviewed, and a no external power alarm consistent with a loss of ac power was observed on 12dec2025. The pump maintained a speed within the expected range without issue while the driveline was connected. The mpu was inspected at the service depot and visual inspection revealed a kink on the patient cable. The unit underwent functional testing and once connected to ac power the unit started to alarm. The issue was isolated to the patient cable; however, no purchase order was provided by the customer. The mpu was returned to the customer in an unrepaired condition and labeled "not for human use". Provided information stated the internal batteries were reseated and the alarm continued. The mpu was replaced with a new mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The damaged patient cable was determined to be the root cause of the reported continuous alarm; however, the root cause of the no external power alarm could not be determined through this investigation. The device history record for the mobile power unit (serial number 20639152) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use section 2, entitled ¿system operations¿, and section 2 of the heartmate 3 patient handbook entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The ""patient care management"" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU)section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.